Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent micro-switch was cleaned and reseated and the unit was returned to service.

Manufacturer narrative:
No report of patient involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate. There was no report of patient involvement.